Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Echo-19 needle impossible to retract needle after punction. Sheath of needle seems damaged. Procedure finished with another echo-19 needle without issues as per complaint form: "after puncturing impossible to withdraw needle into the sheath, after procedure, sheath seemed damaged (according to physician)."

Manufacturer narrative:
PMA/510(k) # k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. 1 x echo-19 of lot number c1576616 was returned to cirl for evaluation open without its original packaging. The needle was seen to be broken below the sheath extender. The needle was also kinked proximally and the tip was deformed. It was confirmed with the rep that no needle breakage or proximal kink was observed as a result of issues encountered during the procedure. The needle may have been broken/cut as a safety measure for return of the device as the separated part was coiled up and tidied, possibly as a safety measure for return. The proximal kink may have been as a result of transportation of the device on return. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1576616 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1576616. The notes section of the instructions for use which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible cause could be attributed to a hard lesion which may have led to the tip deformation. The damage to the tip could have could have caused issues retracting the needle. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Echo-19 needle impossible to retract needle after punction. Sheath of needle seems damaged. Procedure finished with another echo-19 needle without issues as per complaint form: "after puncturing impossible to withdraw needle into the sheath, after procedure, sheath seemed damaged (according to physician)."